Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.